Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a scoliosis deformity revision procedure was performed on (B)(6) 2013 due to patient pain. It was discovered that two proximal screws were mal-positioned. Surgeon removed the top 8 matrix locking caps (4 on each side), bent the rods out of place, removed the 2 screws, rebent the rods in place and locked the frame again. Five caps were easy to remove, but three were very hard and caused two matrix screwdriver tips to break. The five easy caps were put back in patient. The difficult caps were replaced with new ones. Surgery was extended by about 15 minutes because of the stiff caps. Instruments were swapped out and the surgery was completed with no reported harm to the patient. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosisdate device received for evaluation. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis additional narrative: legacy synthes offers two different length straight tip drivers (03.632.400 and 03.632.401) to insert pedicle screws, final tighten locking caps, and loosen locking caps for the matrix spine system. No current matrix technique guide includes these part numbers. Except for the previously mentioned part numbers, the technique guides detail the appropriate instruments and technique for loosening locking caps (04.632.000). The complaint description does not include any detail of the surgeon properly using the 10nm torque limiting handle (03.620.061). This information suggests the user did not use the torque limiting handle and sheared the driver tip while trying to loosen a locking cap. Although the fractured tip of the 03.632.400 may be the result of not using the torque-limiting handle, this straight tip driver is not described in the product literature. Since the technique guide does not explain how this driver should be used for loosening locking caps, the disposition for complaint from a pd perspective is valid.

Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: the manufacturing evaluation reports as received condition to be the tip is broken off, fragments were not sent back. In conclusion the relevant dimensions cannot be verified anymore because of the damage and as the broken fragments were not sent back for investigation. Therefore this complaint is indeterminate from a manufacturing standpoint. As indicated in the manufacturing documents the correct material was used and the hardness was with 59.5 hrc within the specification of 56-60 hrc. The fracture face is homogenous, which indicates material conformity.